Manufacturer narrative:
510k: this report is for one (1) unknown screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Implanted last (B)(6), exact date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent removal of synthes 5.0mm proximal femoral locking plate due to insufficient fixation for the patient with a 3 part subtrochanteric fracture last (B)(6). Two of the screws were compromised. The most proximal shaft screw was a cortical screw that was bent and one of the most proximal neck lockers had a broken head. Surgical delay is unknown. Procedure outcome and patient status are unknown. Concomitant devices reported: plate (part # unknown, lot # unknown, quantity 1). This report is for one (1) unknown screw. This is report 2 of 2 for complaint (B)(4).